Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the screen goes blank often and the pump lags when communicating to the transmitter, affecting insulin delivery. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, and mmt-7841zn. Troubleshooting was performed for the general documentation, and the customer called for an effecting insulin delivery. Troubleshooting was not performed for the blank display and loss of communication. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Unable to verify communication between guardian transmitter and pump due to blank display anomalies. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, fading serial number label and cracked case at battery tube side. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Unable to verify communication between guardian transmitter and pump due to blank display anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.